Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 1.5 years remaining to end of life (eol) status over the course of approximately three months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 1.5 years remaining to end of life (eol) status over the course of approximately three months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.